Manufacturer narrative:
Following the user¿s report, and olympus field service engineer (fse) was dispatched to the user¿s facility. While there, the fse confirmed that the image was intermittent due to a defective cable, though the object was visible. There were no photos of a faulty image stored in the device. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was displaying an abnormal image during reprocessing. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the horizontal stripe noise appeared on the image because communication failure occurred due to a faulty cable. Additionally, it is likely that an image was intermittently displayed because communication failure occurred due to a faulty cable. The cause of the faulty cable. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.